Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was it was taking too long to charge the implant. The issue started about a week ago and it got worse today. Pt reset a couple of times in the last week. This morning patient tried to charge and was on the charger for over an hour and did not move out of the red. Finally after 2-3 hours patient got it to 40%. Then patient got a message that said cannot continue, call medtronic. Patient did not know what the message was. The message went away. On the call had patient reset the controller and clean pins. Patient was able to start charging with excellent recharge quality. Implant was at 50% and the green light was blinking. Reviewed to keep charging. Made an outbound call to the pt to check on charging. Pt said after 45 min it went up to 60% and while on the call it went up to 70%. Pt said it was still charging very slow. Pt saw no damage. An email was sent to repair to replace the recharger. Additional information was received from a patient (pt). It was reported that they have been having issues charging their implant lately; the patient stated they have 'always had this problem' but now, it is constant. Patient stated it is taking over 3 hours to charge the implant and the quality will fluctuate between good and excellent without them moving or doing anything. On the call, the patient saw controller at 80% and the implantable neurostimulator (ins) at 90% quality going back and fourth and then sees 'try again'. Patient confirmed no physical damage on recharger or controller connector port pins. Pt denied weight loss/gain and when asked about falls or trauma, pt stated 'it's been a few months'. Pt stated they can feel the ins in their back and can put the paddle on it. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that they are still having charging duration issues. Patient stated that they started charging and the implant was at 50% and only went up to 80% and they started at 8:30am this morning. Patient noted that they used to get 10% every 15 minutes when they would charge. Agent asked if the replacement recharger made a difference and patient said it did not and that they are recharging excellent but then it shifts to go good and then to orange. Agent walked patient through an ac power reset of the controller; patient confirmed the controller powered back on and was at 50% and the implant was at 80%. Patient started charge session and was recharging excellent; patient asked if it mattered what side of the recharger rim to use and where to place the recharger and agent reviewed information. Agent reviewed everything is working as intended and ad vised the patient to follow up with their doctor.

Event description:
Additional information was received from a patient (pt) on 07march2025. Patient replied for cause that 'no it was only through contact with medtronic customer service that they were able to find the problem'. Several discussions led to fix the problem and added that the issue has been resolved.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.